Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back stating they called previously about not noticing a difference between when stimulation is on vs off. Patient stated they had x rays done which indicated the leads were in place therefore patient inquired next steps. Patient stated they have severe back pain/issues with nerve endings. Agent reviewed mdt resources available to hcps and sent hcp listings per patient request.

Manufacturer narrative:
B3 date of event is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they can't tell if the stimulation is on or off. Patient stated they don't feel anything at all and it makes them wonder if the leads are all in place or what. Pt states they can not lay back on their back or lean back against the couch for probably 2 or 3 years. Pt mentioned taking medication. The patient was redirected to their healthcare provider to further address the issue. Agent emailed patient physician listings.